Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused diverticulitis and autoimmune disease of the intestines. The patient did report to receive medical intervention and had numerous surgical procedures. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused diverticulitis and autoimmune disease of the intestines. The patient did report to receive medical intervention and had numerous surgical procedures. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, it was confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit.